Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator with a high respiratory tidal volume error. No patient involvement.

Manufacturer narrative:
.